Event description:
It was reported that the "ok" key on a pump keypad is inoperable.

Manufacturer narrative:
(B)(4). The sigma device eval found the ok, run/stop, #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the run/stop key will occur following the selected key's function (eg, "when the #1 key is pressed 1 followed by run/stop will be entered"). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. The date of event is unknown.